Manufacturer narrative:
UPON COMPLETION OF THE INVESTIGATION INTO THIS EVENT A FOLLOW UP REPORT WILL BE SUBMITTED.

Event description:
IT WAS REPORTED THAT THE PATIENT UNDERWENT AORTIC VALVE REPLACEMENT AND WAS SUPPORTED POSTOPERATIVELY WITH A CARDIOSAVE INTRA-AORTIC BALLOON PUMP (IABP) USING A SENSATION PLUS 40 CC INTRA-AORTIC BALLOON (IAB). DURING THE NIGHT FOLLOWING SURGERY, INTERMITTENT ¿GAS LOSS¿ ALARMS OCCURRED, AND PINKISH CONDENSATION WAS OBSERVED IN THE IAB GAS TUBING; HOWEVER, NO IMMEDIATE CORRECTIVE ACTION WAS TAKEN. ON THE MORNING ON J(B)(6) 2026, THE ATTENDING CV SURGEON ELECTED TO REMOVE THE IAB, BUT THE BALLOON COULD NOT BE WITHDRAWN DESPITE MULTIPLE ATTEMPTS. DURING THE REMOVAL ATTEMPT, THE PATIENT EXPERIENCED CARDIAC ARREST AND COULD NOT BE RESUSCITATED.

Event description:
N/A

Manufacturer narrative:
Updated Fields: B4, B6, D9, G3, G6, G7, H2, H3, H6 (Type of Investigation, Investigation Findings and Investigation Conclusions), H11.Corrected Fields: D4 Serial (Revert this field to blank, as it was inadvertently submitted initially), D8 (Revert this field to blank, as it was inadvertently submitted initially), D7a, D10, H6 (Medical Device Problem Code)The IAB was partially returned without the membrane, portion of the inner lumen and extracorporeal tubing. Dried blood was observed on the exterior of the IAB along with the sheath over the catheter tubing. The guidewire was found partially inside the IAB lumen.An underwater leak test of the catheter and Y-fitting was performed and no leaks were detected.Blood filling inside the membrane may result in difficulty removing the IAB from the patient. However we were unable to conclusively determine the presence of a leak on the IAB due to the returned condition of the IAB as we were unable to fully evaluate the IAB. The reported problems cannot be confirmed by the evaluation. A Lot History Record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no NCMRs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (Increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.